Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. It was reported the up and ok button were not responding properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the buttons are not functioning properly and display ramping. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. Found moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, faded serial number label and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted during test.